Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the tip cover glass being damaged. In addition to the reportable malfunction documented in b5, the additional device evaluation findings are as follows: the gold plating on the outer tube was peeling, there was foreign material inside the cover glass, there was an image failure due to cover glass adhesions, and there were image defects due to foreign material adhering to the internal lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus rigid scope had a damaged tip. The issue was associated with a therapeutic procedure that was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the tip cover glass was damaged. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.